Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient felt shoulder pain after implant. This lead had high thresholds and an electrogram had lined up atrial sensing and ventricular sensing. The lead was confirmed as dislodged. This lead was repositioned.